Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak luer-lok syringe there was an issue with leakage and barrel cracked. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: no root cause can be determined as no samples were received.

Event description:
It was reported with the use of the bd plastipak¿ luer-lok¿ syringe there was an issue with leakage and barrel cracked. There was no report of injury or medical intervention.